Event description:
It was reported that during an unk procedure, clip that closed incorrectly and caused a vessel tear probable causes : clamp malfunction. Patient's current status: suturing the vessel with a prolene wire. Serious risk, but no serious consequences observable after suture.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2026 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there a change in the procedure? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.